Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacurer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and two pressure transducer pcbs were replaced in the servo-s. The replaced parts were returned for investigation. The received test log confirmed the reported failure and revealed that the event date is (B)(6) 2020. The reported failure could be reproduced during pre-use check test when the received expiratory pressure transducer pcb was tested in a test ventilator system. The conclusion is that the reported expiratory pressure transducer test failure was due to defective pressure sensor. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.